Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose value of 440 mg/dl with difficulty waking up, extreme drowsiness, polydypsia and nausea associated with damage to the pump. It was reported that the cartridge compartment was cracked with moisture/corrosion inside the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of damage to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no damage found to the cartridge compartment and no evidence of moisture observed in cartridge compartment, battery compartment or behind the display lens. Unrelated to the original complaint, the battery compartment was cracked on the side from threads to cover. The pump failed the leak test with the battery compartment leak. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The pump cover was removed and no evidence of internal moisture was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.